Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a torn cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the poc confirmed the procedure was completed with no report of any fragments falling into the patient. Additionally, there was no harm to the patient.